Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was recently treated by paramedics due to a blood glucose level of 20 mg/dl. The customer reported that she was having convulsions and lost consciousness. Customer stated that the low blood glucose level was caused by administering an extra bolus. The customer also reported that three days later, she had a blood glucose level of 47 mg/dl. Customer also stated that on the day before the call, she had a blood glucose level of 492 mg/dl due to overcompensating for a low blood glucose level. The customer requested assistance with lost sensor alerts as well. Blood glucose level at the time of the call was 181 mg/dl. The customer will not return the product for analysis.